Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 15 cm descending thoracic aortic dissection. It was reported that the patient presented with chest pain approximately 14 months post implant. A cta of the chest was performed and it was noted that the patient had a retrograde dissection (this was present at initial treatment) which had extended 4 cm below the stent graft and there was a distal type I endoleak going into the aneurysm. There are two fenestrations below the stent graft. One at 4 cm below the stent graft, the other was 1cm above the celiac. According to the last study at four months post implant the false lumen was thrombosed and there was no retrograde filling of the dissection. No intervention has been done or planned. No clinical sequelae were reported and the patient will be monitored. Films from 4 months post-implant showed that a single valiant stent graft was implanted from the lsa across the arch into the origin of the descending thoracic aorta. There was a dissection beginning near the distal end of the stent graft, extending distally into the left common iliac. There is also a retrograde dissection beginning just proximal to the stent graft bare springs and extending retrograde to the heart valve. No stent graft issues ore observed. A recent cta revealed that the descending dissection now begins more proximal than the previous exam; just past the arch, and extends distally into the left common iliac artery. The earlier seen retrograde dissection is not as pronounced as compared to the previous images. The cause could not be determined.

Manufacturer narrative:
(B)(4).